Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid videoscope displayed no image at all. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was evaluated in a regional repair center and the customer's reportable malfunction was confirmed. In addition, the following reportable malfunctions were found during the device evaluation: the light guide bundle of the video cable section was broken; the video cable was broken; and the light transmission was lost or too low. A definitive root cause could not be identified. Based on the results of the investigation, it is likely there was no image due to the broken video cable and the light transmission was lost or too low due to the broken light guide bundle of the video cable section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.